Event description:
Case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0015) on 17-oct-2015. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ("perforation approximately two and a half years ago") and uterine perforation ("about to puncture uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pyrexia ("I run fevers with flares"). The patient was treated with surgery (essure coil removed). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation and pyrexia outcome was unknown. The reporter considered fallopian tube perforation, pyrexia and uterine perforation to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following were reported via social media: I run fevers with flares further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added from pfs- uterine perforation and pelvic pain. Reporter information were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0015) on 17-oct-2015. The most recent information was received on 10-oct-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ('perforation approximately two and a half years ago'), uterine perforation ('about to puncture uterus') and device breakage ('it look like complete coil on your right side and may be an additional fragment on your left') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and pyrexia ("I run fevers with flares"). The patient was treated with surgery (essure coil remove and essure coil removed). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage and pyrexia outcome was unknown. The reporter considered device breakage, fallopian tube perforation, pyrexia and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: I run fevers with flares, device breakage further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: narrative append. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ('perforation approximately two and a half years ago'), uterine perforation ('about to puncture uterus') and device breakage ('it look like complete coil on your right side and may be an additional fragment on your left') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and pyrexia ("I run fevers with flaires"). The patient was treated with surgery (essure coil remove and essure coil removed). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage and pyrexia outcome was unknown. The reporter considered device breakage, fallopian tube perforation, pyrexia and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: I run fevers with flaires, device breakage. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received: event it look like complete coil on your right side and may be an additional fragment on your left added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas tobayer pharma ag, berlin, and this report is being submitted as a follow up to aprevious report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of fallopian tube perforation ('perforation approximately two and a half years ago'), uterine perforation ('about to puncture uterus') and device breakage ('it look like complete coil on your right side and may be an additional fragment on your left') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and pyrexia ("I run fevers with flaires"). The patient was treated with surgery (essure coil removed). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage and pyrexia outcome was unknown. The reporter considered device breakage, fallopian tube perforation, pyrexia and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: I run fevers with flaires, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.